Event description:
Five pt samples with discrepant troponin t results. Sample 1, initial gave 0.075 ng/ml; repeat gave 0.028 ng/ml. Sample 2, initial gave 0.217 ng/ml; repeat gave 0.152 ng/ml. Sample 3, initial gave 0.021 ng/ml; repeat gave < 0.010 ng/ml. Sample 4, initial gave 0.102 ng/ml; repeat gave 0.078 ng/ml. Sample 5, initial gave 0.08 ng/ml; repeat gave 0.05 ng/ml. Erroneous results were reported. Pts not adversely affected. The field svc rep was unable to determine the cause for the discrepant results. Performance tests were performed and within specification.